Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Two drive cables were broken at the distal end of the snake wrist. The broken strands protruded out of the snake wrist. The instrument wrist could not straighten and motion was not intuitive due to cable breakage. Additional observation not reported by site was tube damage. The distal end of the main tube had light scratch marks in the insulation. Scratches were not deep and there was no material missing from the insulation. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si sigmoid colectomy procedure, several wires broke on a bowel grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.